Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, a foreign object was stuck in the working channel of the bronchovideoscope. Liquid/fluid passed through but not the accessories. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a foreign object was removed from the channel. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.